Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultra2 meter gave an inaccurately high result when testing with control solution. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 06:30am she obtained a result of 242mg/dl on the subject meter when testing with control solution. The patient manages her diabetes by self-adjusting her insulin doses and at 06:30am on (B)(6) 2016 she increased her humalog insulin dose in response to the alleged issue. The patient reported that at 08:13am on (B)(6) 2016 she developed symptoms of ¿shaky and jittery¿ and that she self-treated with food and drink. During the call the cca noted that the patient had used the correct control solution and it had not expired or been stored incorrectly. The patient did not have test strips available to check the expiry date or to check the control solution range. The meter was set to the correct unit of measure. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.